Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos were provided. Visual inspection observed that the cone of the effluent male luer lock was broken. The reported condition was verified. The cause is design related. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with one unit of a prismaflex st100 set c, an external fluid leak was observed due to damaged luer connector of effluent line. There was no patient involvement. No additional information is available.